Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when the patient presented for follow up on (B)(6) 2016 remaining longevity on pulse generator was 1.25 - 1.50 years. At follow up on (B)(6) 2016 the device exhibited elective replacement indicator. The alert was cleared and the pacemaker was restored, there were no adverse consequences to the patient. The device remained implanted.